Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm vein. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm for 5 seconds at first inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.